Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range pacing impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.